Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned and was discarded; therefore, a return sample evaluation is unable to be performed. A buried bumper and stoma site inflammation are known complications of a peg tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020 the patient was hospitalized for stoma site inflammation with secretions at the stoma site, high blood sugar, and pre-existing pneumonia. During the hospitalization, the patient was diagnosed with a buried bumper. The patient was treated with a peg and peg-j replacement on (B)(6) 2020 to remove the buried bumper.